Manufacturer narrative:
Suspected root cause: insertion of the screw into a bone tunnel that is too tight for the diameter of screw, so therefore, the screw rotates, but does not advance into the bone tunnel.

Event description:
The customer reported that during surgery, when introducing the screw into the acl tunnel, the screw's thread damaged and there was no possibility to introduce the screw. No adverse consequences were reported as a replacement screw of the same size was available.